Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 530 mg/dl, that they experienced a low blood glucose level of 51 mg/dl, and that the insulin pump alarmed no delivery. The customer states that the insulin pump was no delivering insulin and alarming that it was blocked. They attempted to check the infusion set and went to the ER to get treated. While at the ER he was able to get the insulin pump to begin delivering insulin and left before receiving treatment. They state that after 3 hours they had used their insulin and their blood glucose was up to 280 mg/dl which they treated with an insulin injection. Their blood glucose did not come down for a long time and they had a low blood glucose of 61 mg/dl. The customer did not report any symptoms and treated with the insulin pump for high blood glucose and carbs for the low blood glucose. Customer's blood glucose value was mg/dl at the time of the call. Customer declined to troubleshoot for high readings. The customer was reporting a past event that resolved by a complete infusion set change. The product was returned for analysis.